Event description:
Service was requested on this device based upon a report of overinfusion being found during biomed testing. Tech programmed pump to administer 200ml/per hour. Pump infused 250ml per hour. The facility's representative reported that there was no record of any patient incident associated with this device since the last baxter service event.